Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Surgeon confirmation form received 7th july 2014. Two products and revision reasons, hip side added. Revision date, surgeon name and hospital amended. Asr xl - right. Reason(s) for revision: component loosening (cup), pain, alval/soft tissue reaction. Confirmation of component loosening received 14th july 2014: the cup was loosened.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA- 001226. Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Email notification and claimsuite alerts record received confirming that the affected side is the left hip instead of the right hip. Doi: (B)(6) 2005; dor: jul 19, 2007; left hip.

Event description:
The patient has had an asr revision. Specific details regarding the report are unknown.